Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-26us, serial#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, some resistance was reported while crossing the delivery catheter system (dcs). It was reported that there were occasion where the dcs was pushed in, to the extent that the dcs interacted with the apex. During the first deployment attempt, as the valve frame made contact with the left coronary cusp (lcc); side, it dislodged, therefore was recaptured. During the second deployment attempt, the valve was deployed while using controlled pacing at 140 beats per minute (bpm), however the valve dislodged again, therefore was recaptured a second time. The patient blood pressure had difficulty recovering, therefore medication was administered. It was also reported that the control pacing was not there, therefore the pacing lead placement was adjusted. During the third deployment attempt, the patient's blood pressure stabilized. The depth at the point of no return was approximately 6 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), therefore was recaptured. The valve was attempted to be deployed a fourth time, at 150 bpm, and was deployed at a depth of 4 mm on the ncc and 6 mm on the lcc. Complete atrio-ventricular (av) block was reported on electrocardiogram (ECG). After approximately five minutes, the valve was fully released at this position. The final gradient was 6 mmhg. The complete av block was monitored via temporary pacing. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed as this patient did not have much calcium or a pre-implant gradient. No additional adverse patient effects were reported.